Manufacturer narrative:
Service engineer (se) evaluated the device at the customer site. Se was unable to replicate the reported battery issue. A perfusion was completed as part of the device evaluation and testing. Analysis of the logs from the perfusion showed no discontinuation in battery charge. Battery current and voltage remained within normal operation ranges. Se provided a new power cord to the device user as a precautionary measure. The root cause of the reported issue is suspected to be user error since the issue was resolved by plugging the device into a different outlet. However, the root cause could not be concluded definitively. A corrective and preventive action (CAPA) has been initiated to further investigate this issue.

Event description:
Device user (du) reported that message code 80 (low battery) displayed. The device had been plugged in. The du provided a picture of the device screen. The icon indicating the device was plugged in was displayed on the screen, but the battery charge was at 49% and decreasing. A review of previous pictures sent during the case confirmed that the battery had been at a higher percentage. This appeared to be a gradual, and not sudden decrease in battery power. Du was instructed to turn the rocker switch off, plug the device into another outlet, and then turn rocker switch back on. Afterwards, the issue was resolved. The battery began increasing in power and message code 80 is no longer present.

Manufacturer narrative:
Further investigation notes that the reported issue is attributed to the battery gauge reporting an erroneous capacity output. The failure mode could not be conclusively identified.

Event description:
Device user (du) reported that message code 80 (low battery) displayed. The device had been plugged in. The du provided a picture of the device screen. The icon indicating the device was plugged in was displayed on the screen, but the battery charge was at 49% and decreasing. A review of previous pictures sent during the case confirmed that the battery had been at a higher percentage. This appeared to be a gradual, and not sudden decrease in battery power. Du was instructed to turn the rocker switch off, plug the device into another outlet, and then turn rocker switch back on. Afterwards, the issue was resolved. The battery began increasing in power and message code 80 is no longer present.